Manufacturer narrative:
An event of heart block and infection after portico device implant was reported. No information from the field was received regarding medical history, calcification beneath the aortic annular plane, baseline conduction abnormalities, or implant depth. Based on available information, definitive causes for the heart block and infection could not be determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
An event of heart block, myocardial infarction, and infection after portico device implant was reported. No information from the field was received regarding medical history, calcification beneath the aortic annular plane, baseline conduction abnormalities, or implant depth. Based on available information, definitive causes for the heart block and infection could not be determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
Clinical information: crd_966 - portico ng approval study. Patient site ID: (B)(6) it was reported that on (B)(6) 2022, a 35mm navitor titan valve was successfully implanted in a patient. On (B)(6) 2023, the patient was hospitalized due to streptococcus bovis bacteremia. It was assumed to be possible endocarditis, but there was no formal diagnosis of the condition. After multiple echocardiogram performed there was no vegetation or endocarditis that could be confirmed for certain. The decision was made to start the patient on a 6 week regimen of ceftriaxone and amoxicillin. On (B)(6) 2023, it was noted that the patient was again re-admitted due to falling off the toilet. It was discovered that the patient had developed a complete heart block. The patient was also found to have elevated levels of troponin, and it was noted that the patient suffered a non-st-elevation myocardial infarction (nstemi). The decision was made to insert a temporary pacemaker. On (B)(6) 2023, the patient had a permanent pacemaker implanted. It's believed that the patient's elevated troponin levels were due to a combination of their infection and the complete heart block. The patient was stable and discharged home with health aides due to progressing parkinson's disease. There is no allegation of malfunction against the abbott device or procedure and the 35mm navitor titan valve is noted as functioning well. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: crd_966 - portico ng approval study. Patient site ID: us3787 - 661 (r772347301, r772348601) it was reported that on (B)(6) 2022, a 35mm navitor titan valve was successfully implanted in a patient. On 18 may 2023, the patient was hospitalized due to streptococcus bovis bacteremia. It was assumed to be possible endocarditis, but there was no formal diagnosis of the condition. After multiple echocardiogram performed there was no vegetation or endocarditis that could be confirmed for certain. The decision was made to start the patient on a 6 week regimen of ceftriaxone and amoxicillin. On (b(6) 2023, it was noted that the patient was again re-admitted due to falling off the toilet. It was discovered that the patient had developed a complete heart block. The patient was also found to have elevated levels of troponin, indicative of a non-st-elevation myocardial infarction (nstemi), but no myocardial infarction was confirmed. The decision was made to insert a temporary pacemaker. On (B)(6) 2023, the patient had a permanent pacemaker implanted. It's believed that the patient's elevated troponin levels were due to a combination of their infection and the complete heart block. The patient was stable and discharged home with health aides due to progressing parkinson's disease. There is no allegation of malfunction against the abbott device or procedure and the 35mm navitor titan valve is noted as functioning well.